Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported leakage of enteral nutrition was observed through the tubing connector. Nutrition delivery was discontinued and the probe was change as indicated. No injury reported.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A video and three photos were provided for analysis. The reported condition has been confirmed. A corrective and preventive action has been initiated to address the reported issue.